Event description:
Reportedly, the pacemaker battery impedance increased from 0.25 kohms to 1.25 kohms after changing the polarity. Prior to the implantation, the polarity was programmed to bipolar and the automatic detection of implantation was not used.

Manufacturer narrative:
Please refer to the attached analysis report.(B)(4).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker battery impedance increased from 0.25 kohms to 1.25 kohms after changing the polarity. Prior to the implantation, the polarity was programmed to bipolar and the automatic detection of implantation was not used.